Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The caller reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was over 700 mg/dl at the time of incident. The caller stated that the customer was wearing the insulin pump during hospitalization. The caller performed high pressure test and the insulin pump failed. The caller was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.